Event description:
The physician attempted a complete se stent. During the procedure it was reported that resistance was encountered and the stent could not be deployed. The device was removed from the patient's body. The physician used another stent of the same model to complete the procedure with no impact on the patient. It was reported that the device could not be deployed when it was removed. No injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.